Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in a 38-year-old female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, pelvic pain female, morbid obesity, adhesiolysis and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes: cervix with nabothian cysts, chronic inflammation and focal parakeratosis. Proliferative pattern endometrium. Myometrium with no pathologic diagnosis. Right fallopian tube with cystic walthard nests - left fallopian tube with cystic wal thard nests. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received: event medical device removal was replaced with event pelvic pain female. Event menorrhagia, dysmenorrhea, dyspareunia added. Reporter added. Lot number added. Fu 1 and 2 were processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in a 38-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, pelvic pain female, morbid obesity, adhesiolysis and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes: cervix with nabothian cysts, chronic inflammation and focal parakeratosis. Proliferative pattern endometrium. Myometrium with no pathologic diagnosis. Right fallopian tube with cystic walthard nests - left fallopian tube with cystic wal thard nests. Lot number: c03095, manufacturing date: 2013-12, & expiration date: 2016-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.